Event description:
The patient reported the patient electronic unit was hotter than normal and it omitted a burning smell. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed no damage or smell of plastic burning from the unit, power supply or power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of burning plastic was not confirmed.